Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. According with the DHR review information, the problem ¿no clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0 and aql=1). H3 other text : see h.10.

Event description:
It was reported that an unspecified number of safe-clips experienced the safeclip not clipping/jammed which was noted during use. The following information was provided by the initial reporter: material no: 328235, batch no: 7334560. Verbatim: voicemail: consumer left voicemail stating that her safe clip needle clipper is not working, it appears that something is stuck in it. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of safe-clips experienced the safeclip not clipping/jammed which was noted during use. The following information was provided by the initial reporter: material no: 328235 batch no: 7334560. Verbatim: voicemail: consumer left voicemail stating that her safe clip needle clipper is not working, it appears that something is stuck in it. Date of event: unknown.